Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported event was likely caused by a component failure of the ceramic head (insulation beak) due to some kind of excessive force. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath's ceramic tip was loose. This was found during reprocessing; there was no patient involved.